Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in us. A livanova field service representative was dispatched to the facility to investigate the device and could confirm pump failure, even if reported error message was not reproduced. In details, the affected pump did not respond to inputs from controller to turn on/off. The roller pump was taken out of service and replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a s5 mast roller pump which stopped and an error code e492 displayed. The event occurred during procedure. There was no patient injury.